Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. The customer was sick due to mobility issues and hadn't realized that the insulin pump was not working since the day before. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was uncertain if insulin came out with fixed prime and tried to deliver a bolus but insulin did not exit. Customer requested the insulin pump to be replaced. Blood glucose value was 11.2 mmol/l. The insulin pump would be replaced and returned for analysis.